Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient "felt shocks all over their body" and "feels numbness on their left hand." The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.